Event description:
The customer reported that she had received a no delivery alarm during a manual prime. The customer stated that she had received several no delivery alarms on her insulin pump already and that changing to a shorter cannula has not resolved the issue. The customer mentioned that the insulin pump had passed the fixed prime and high pressure tests. The customer then stated that she had received the no delivery alarms using all different types of infusion sets. Troubleshooting was performed. The insulin pump passed the fixed prime but failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.